Event description:
It was reported that during daily inspection, a strong burning smell was detected at the exhaust port at the rear of the device. There was no patient involved.

Event description:
It was reported that during daily inspection, a strong burning smell was detected at the exhaust port at the rear of the device. There was no patient involved.